Event description:
It was reported that the implantable neurostimulator (ins) was causing the patient pain and was "rejecting" from her body. The ins was almost all the way out of the patient's body. The issue began occurring when the patient lost 100 pounds. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-02908 regarding the patient's concomitant implantable neurostimulator.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 1994 (B)(6), explanted: product typ extension; product ID (B)(4), serial# (B)(4), product typ programmer, patient; product ID (B)(4), serial# (B)(4), product typ programmer, patient; product ID (B)(4), lot# l34203a, implanted: 1994 (b)(6, explanted: product typ lead; product ID (B)(4), serial# (B)(4), product typ recharger; product ID (B)(4), serial# (B)(4), product typ programmer, patient; product ID (B)(4), lot# l34376, implanted: 1994 (B)(4), explanted: product typ lead; product ID (B)(4), lot# l35509, implanted: 1995 (B)(6), explanted: product typ lead; product ID (B)(4), lot# n206133, implanted: 2009 (B)(6), explanted: product type adaptor; product ID (B)(4), serial# (B)(4), implanted: 1995 (B)(6), explanted: product type adaptor; product ID (B)(4), serial# (B)(4), implanted 2011 (B)(4), explanted unk product type implantable neurostimulator. (B)(4).

Event description:
Additional information showed the patient had been placed on antibiotics but "became allergic to it." It was stated the patient's skin around the ipg was bright red and bruising, but had been improving. It was stated the patient's hcp wanted to remove the system. It was later stated the device was poking out, and the skin was bright red and purple "and now it is white." It was stated "the skin is peeling" at the ipg site.

Event description:
Additional information received indicated that the patient's system was removed a couple months ago due to erosion. The patient was doing fine. All explanted devices were discarded and therefore were not available to be returned.

Manufacturer narrative:
(B)(4).